Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis for three weeks at the time of the report. The cause of peritonitis was unknown and treatment for the event was not reported. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, no device analysis can be completed. Should additional relevant information become available, a supplemental report will be submitted.